Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had been vomiting. The patient was taken by ambulance to the hospital. The patient was placed in the intensive care unit. The patient was treated with intravenous fluids and insulin. The patient remains in the hospital at the time of this call.